Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle found broken/ bent / are the metal fragments of the needle that were found in the package? What was the name of the initial procedure? No procedure info available. What was the procedure date? Unknown. Do you have any photos of the metal fragments noted on one of the needles? No. Were the suture seals on the foil still intact when the package was opened? Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name: (B)(4) active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g/m.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was to be used. During the procedure, when the suture was opened there were metal fragments noted on one of the needles. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/15/2021. H6 component code: g07002 - no device problem found. Additional information: this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: a package of suture needles, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code vcpp71d. It was requested to assess the fracture mode of the failure. The needles were new and not fractured; therefore, no further analysis was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evaluation of (B)(4) revealed the needles were unfractured. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.